Event description:
A patient who was enrolled in a study underwent a da vinci-assisted benign hysterectomy with planned concomitant salpingectomy surgical procedure. The procedure was reported as completed without complications. The patient was discharged home two days later. Fourteen days after surgery, the patient felt a sudden onset of heavy, irregular bleeding with clot discharge with slight pulling in the center of the lower abdomen and left flank. Since the operation the patient often was a little dizzy/light-headed. The patient was re-hospitalized and underwent a vaginal fistula repair (vesico-/recto-). The event was reported as resolved the next day. There was no report of a da vinci device malfunction during the procedure. The study investigator reported the event as severe, a serious adverse event, a clavien-dindo grade iiib and having a causal relationship to the study procedure, but not related to the patient's underlying disease status, not related to an investigational device, and not related to a third-party device.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Patient body mass index (bmi): 21.9 kg/m2.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Concomitant procedure name: "salpingectomy bilateral" has been added to an updated ecrf by the study site.